Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent mesh implant to repair intrinsic sphincter deficiency. Subsequently, the patient experienced symptoms of urgency frequency, mild rectocele with maximal valsalva, levator ani muscles were minimally tender, weakness bilaterally, urinary urgency, vaginal bleeding, defaecatory dysfunction, recurrent incontinence, rectal prolapse, midline cystocele, urinary tract infection, urine leakage, nocturia, pinching/burning with urination, pain in pubic area with pressing, difficulty with bowel movements requiring splinting, dysuria, palpable mesh underneath the vaginal mucosa, tenderness at the posterior apex, stage 2 posterior and anterior compartments, perineal body descent, levator tenderness spasticity, pelvic floor descent, and pelvic muscle wasting. Per available medical records, patient did not undergo any mesh revision surgery for pelvicol, however, the previously placed transvaginal tape was excised.